Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, the physician noted chronic noise oversensing causing inappropriate mode switch on the atrial lead. No procedures were completed for the atrial lead. There were no patient consequences.